Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported having 'complications" with the pump. Customer reported blood glucose level of 120 mg/dl. Additionally, customer reported seeking medical attention. Although requested, customer declined to provide additional information or follow up. Specific details were not provided.